Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of call service alarms.  During investigation, the pump was powered on with normal auditory and vibration, however, the display screen remained blank due to a slave processor error. Further testing of the motor issue was not able to be performed due to the blank display. The pump cover was removed and there was no evidence of damage to the internal components. Unrelated to the original complaint, investigation revealed the battery compartment was found to be cracked along the side of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.